Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient, (B)(6), male, underwent an idiopathic ventricular tachycardia procedure with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade which required pericardiocentesis and surgery. During the mapping phase of the procedure, the physician noticed a pericardial effusion on the intracardiac echocardiogram. The physician made no comment on the cause of the effusion. A brk st. Jude medical transseptal needle was used for the transeptal puncture. The procedure was delayed by five minutes. The patient was stable following the procedure. Additional information was received on the event. The patient received anticoagulation, however the range is unknown. The event occurred just after transseptal phase, no ablations were applied. Settings during the event include: flow of 2ml/min / agilis large curl was used. There were no errors noted on the carto or smartablate system. A pericardial tap was performed and drainage of the pericardium was done to remove fluid around the heart. The patient then went to cardiac surgery for repair. Hospitalization was required due to the surgical intervention. The patient's condition has improved. The physician made no comments on the cause of the adverse event and did not indicate that there were any problems with the catheter.